Event description:
The complainant reported that an impella rp flex pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Despite this issue, the pump remained operational until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The failure mode 'optical signal issue' was changed to 'placement signal issue' against the dp sensor. No product was returned for analysis. The data logs show that 7 hours after start, the placement signal begins to drift down and the flows drift up before the placement signal goes out of range and the flow calculation is disabled. The root cause of the placement signal issue is due to a dp sensor drift as evidenced by log pattern. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.